Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope had unspecified defect or damage to the insertion tube. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the connecting tube had a wrinkle due to chemical stress. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability, air did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the adhesive on the bending section cover had a white-clouded area. It was also observed that the paint on the suction cylinder was peeled due to deterioration caused by handling. It was observed that switch four had wear due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: protector of the universal cord on the scope connector side and on the connecting tube. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.